Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were rewarming patient but had to stop therapy for an urgent scan. Patient has come back with damaged connectors. Patient using size small, but they have no size smalls left. They would have to use medium sized pads. Nurse wanted to know if that would affect water flow rate (wfr) was and if they have to start a new case to select the new size of pads. Advised they might have some overlapping since using a larger size but that was ok. Noted they did not have to select a new therapy or case since using a different sized set of pads. Walked through disconnect and reconnect and advised to continue with current patient. Noted damaged pad connectors will most definitely affect the water flow rate (wfr).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. Baw7667062 rev 0 was reviewed for this investigation. The labelling was reviewed and found to be adequate. The baw is attached in the investigation overview element. Correction: e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were rewarming patient but had to stop therapy for an urgent scan. Patient has come back with damaged connectors. Patient using size small, but they have no size smalls left. They would have to use medium sized pads. Nurse wanted to know if that would affect water flow rate (wfr) was and if they have to start a new case to select the new size of pads. Advised they might have some overlapping since using a larger size but that was ok. Noted they did not have to select a new therapy or case since using a different sized set of pads. Walked through disconnect and reconnect and advised to continue with current patient. Noted damaged pad connectors will most definitely affect the water flow rate (wfr).